Event description:
The account alleged the siderail nurse call switches do not work and will not send a nurse call.

Manufacturer narrative:
The account indicated if he unplugs the nurse call dummy plug, a nurse call is sent and if he unplugs the communication cable from the bed, a nurse call is sent. Repairs have not been completed.